Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. When the device was powered on, serial number (B)(4) displayed. Review of the device history records for both devices, shows both the I/o pcb and processor pcb belong to device serial number. This is an indication that the pcb's were not original to the device and was installed outside the factory, an operation that is not permitted. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of spectrum pump serial number (B)(4), evidence of tampering/unauthorized service was found. The input/ output printed circuit board (I/o pcb) and processor printed circuit board (pcb) were identified to be originally installed in spectrum pump serial number (B)(4). It is unknown if there was patient involvement with the device after the unauthorized service was performed.